Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye, noted that the female connector was separated from the main body. The insert chip was not returned with the sample. There was evidence on the female connector, indicating an insert chip was present. However, the investigation was unable to verify, presence of solvent. There was evidence of solvent on the top thread of the main body. The reported condition was verified. The cause of the condition was determined, to be inadequate solvent application during manufacturing. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set separated from an unspecified location. This was observed at the patient¿s home prior to performing a peritoneal dialysis (pd) treatment session. The patient reported it to the hospital nurse and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.